Event description:
According to the reporter: procedure: roux-en-y gastric bypass. The surgeon tried to mate the eeaorvil21 with regular eea21, but it was not possible. They tried eeaorvilxl2135 and it mated correctly. Upon firing, only about half of the staples fired on the posterior side, but no staples were placed on the anterior side of the tissue. The surgeon had to manually suture the rest ot the tissue to complete the anastomosis. Or time was delayed by more than 30 minutes and bleeding was reported. The bleeding was controlled by suturing. No further issue was reported.